Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure, or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported to be doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. G4: awareness date - updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela infrarenal. Reportedly, the physician had difficulty advancing a balloon catheter through the left external iliac artery due to the tortuosity of the vessel, balloon touch-up was performed only from the right side. The balloon touch-up caused the stent of the left limb of the afx2 bifurcated stent graft to become pressed. Angiography showed a type ib endoleak from the right leg. The physician attempted to deploy an afx limb at the right common and external iliac arteries; however, this caused the afx2 bifurcated stent to become pressed again. Subsequently, a type ib endoleak from the left common iliac artery was confirmed. This did not resolve with balloon touch-up, the physician elected to deploy the afx limb in the left external iliac artery. Balloon touch-up was performed; however, the afx limb was unable to be fully expanded and there was still residual of the type ib endoleak remained. The physician elected to end the procedure and monitor the patient.